Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer reset the pump on their own before contacting technical support, and cts confirmed that the customer could continue using the pump. The customer was advised to call back if the malfunction code recurred and they acknowledged the instructions.